Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 10-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal, risky, put her life in danger") and metal poisoning ("strong poisoning to lead and mercury diagnosed") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced metal poisoning (seriousness criterion medically significant). On (B)(6) 2014, the patient underwent medical device removal (seriousness criteria life threatening and intervention required), 1 year 6 months after insertion of essure. On an unknown date, the patient experienced tinnitus ("tinnitus"), fatigue ("intense fatigue"), dysgeusia ("metallic taste in mouth") and complication associated with device ("the implants were doing electrolysis with the 12 dental amalgams and conductive blood"). The patient was treated with surgery (bilateral salpingectomy to remove the implants). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal, metal poisoning and complication associated with device outcome was unknown and the tinnitus, fatigue and dysgeusia had not resolved. The reporter considered complication associated with device, dysgeusia, fatigue, medical device removal, metal poisoning and tinnitus to be related to essure. The reporter commented: she was sick for 1.5 years due to essure and was not able to work. Note: there was a slight discrepancy for the reported date of essure removal ((B)(6) 2014). Further company follow-up with the regulatory authority is not possible. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.